Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event had occurred due to improper handling and the application of excessive mechanical force, such as an impact to the scope from a fall, shock, or similar stress. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope, 30°, 4 mm had a connecting latch that was broken. The issue was found during preparation for use for a therapeutic transurethral resection procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to a third party repair facility for evaluation. The evaluation found a broken connecting latch. In addition, the device evaluation found the front part of the outer tube was slanted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.